Event description:
As reported, during use in patient with foresight technology, this hemosphere monitor sometimes displayed higher tissue oxygen saturation (sto2) value in the philips bedside monitor and in some other occasions, the values appeared frozen or delayed in the bedside monitor. There was no error message displayed. As per customer's opinion, it might be related to a transmission issue between the monitor and it may result in false safety for the users. Patient demographics unable to be obtained. There was no allegation of patient injury.